Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. The customer stated one of the reagent probes was spewing liquid but was not sure which probe. The liquid was also on trays and the customer cleaned the area. There was no effect to patient or user.

Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011 and straightened the bent vacuum tube in hydro to reagent probe a. The issue was resolved.